Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: on (B)(6) 2025, the initial result was 4.3 mg/dl, and on (B)(6) 2025, the repeated result was 8.40 mg/dl. Patient 2: on (B)(6) 2025 the initial result was 4.90 mg/dl, and on (B)(6) 2025, the repeated result was 9.29 mg/dl. The initial results were obtained on module a, and the repeated results were obtained on module b. The samples were repeated because the physician questioned the results. Neither result was believed to be correct. This medwatch will apply to the cobas c 503 analytical unit with serial number (B)(6)(module b). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cobas c 503 analytical unit with serial number (B)(6) (module a).

Manufacturer narrative:
The reagent lot number is 86116801 with an expiration date of 31-may-2026. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed "sample foam detection", "abnormal aspiration (sample pipetter s1)" and "sample probe: abnormal aspiration" alarms. The field service representative checked the sample probe for obstructions but did not find any abnormalities. All of the adjustments were within specifications. He performed a successful precision test. No cause for the issue was found. The investigation did not identify a product problem.